Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 79" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective capacitor on the pace/defib (pd) engine and analog board. The pd engine and analog board will be replaced to resolve the reports. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.